Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced loss of continuous glucose data to the ilet due to the dexcom g7 sensor displaying replace/stop sensor messaging and intermittent reconnecting, which resulted in the ilet not receiving cgm readings for approximately 30 minutes. Symptoms included temporary unavailability of cgm data. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting steps, including review of device alerts, dexcom menu status, and sensor history, with guidance to allow additional time for reconnection and to contact the cgm manufacturer if replacement was needed. Investigation of this case revealed a communication disruption between the cgm and the ilet, consistent with transient signal loss, with no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption attributable to cgm sensor status and reconnection behavior.